Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 lot number: corrected; section d4 primary UDI number: corrected; section h4 manufacture date: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm occurring on the mobile power unit (mpu) was unable to be confirmed. The mpu (serial number: (B)(6)) was not returned for analysis and no log files were submitted for review. If the device is returned this investigation will be reopened and the mpu will be evaluated accordingly. A root cause for the reported event was unable to be conclusively determined throughout this investigation. The device history records were reviewed and the records revealed the heartmate mobile power unit was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The mpu was intentionally unplugged with the patient not connected to it. It was unplugged to be returned to the patient, then started beeping.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during an annual equipment check, the patient experienced 12 beeps with a yellow wrench alarm when the mobile power unit (mpu) was disconnected from wall power. The mpu was securely plugged in, then it alarmed and beeped once removed from power, not while connected to the wall outlet. The mpu stopped alarming after the 12 beeps. The patient noted that this was the first time this occurred. It was noted that the mpu had a v-lock connector on the ac power cord. The mpu was replaced with a new one.